Event description:
An optometrist reported that a patient presented with trace to 1+ corneal haze one month post photorefractive keratectomy (prk). The previously prescribed steroid topical eye drops were increased. The patient was seen in follow up and was noted to have improved corneal clarity and vision. The patient has discontinued the steroid topical eye drop.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. System history shows that the laser was verified successfully prior and after the date of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to the reported event. No technical root cause could be identified as the system is operating within specifications. (B)(4).